Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-4551 suturelocs shuttling mechanism through the sheath malfunctioned, the first repair suture did not shuttle all the way through as intended, and the sheath portion pulled out the tibia. This occurred during a meniscal root repair on (B)(6) 2024. The case was completed using an ar-1593-p implant system. There was no patient harm. There was a 5-minute delay that required additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.